Event description:
It was reported that the customer had low blood glucose levels of around 30 mg/dl. The paramedics were called in and the customer was given a glucagon shot. The customer reported having had high blood glucose levels of 400 mg/dl after eating half a sandwich and taking a glucagon shot. The customer reported that recent changes made on the insulin pump by the health care provider might have been the cause of the unstable blood glucose levels. The customer also reported that the cannula of the infusion set for the insulin pump was not bent or damaged. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).